Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. At time of customer's contact with tandem technical support, the pump could not be charged at all. The issue persisted across multiple usb cables. The customer provided a blood glucose (bg) level of 190 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.